Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes and failed self test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Correction: d2. Zoll medical corporation evaluated the device and the customer report was confirmed. The problem was attributed to loose etco2 frame screws, with one of the screws found lodged between the multifunction (mfc) receptacle and the processor/bridge/pace (pbp) board. It was not firmly established how the etco2 frame screws became loose. The pbp board and defib-monitor flex cable were replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.